Event description:
Pt admitted to hospital 4/4/97. Had hickman venous access dialysis catheter placed 4/7/97 left subclavian, for chronic renal failure. (Dr. Has attempted to place it in the right subclavian, but was unsuccessful.) Pt went to surgery 4/11/97 to have this catheter removed and a different catheter placed due to it malfunctioning.